Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and informed the caller that a measurement of zero is typically due to noise. The caller stated the current measurement was within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of zero ohms. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this system is still exhibiting out of range shocking impedance measurements ranging from 0 ohms to 200 ohms. Device reprogramming was performed and the measurements have stabilized. Noise was observed on the right ventricular (rv) rate/sense channel which could not be reproduced. No adverse patient effects were reported. This report will be updated if additional information is received.

Event description:
This report is being filed due to the receipt of additional information that has been deemed pertinent.

Manufacturer narrative:
Additional information was received stating this system exhibited another shocking impedance measurement of zero ohms with numerous spikes greater than 200 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.